Manufacturer narrative:
Additional information e1- reporter's name - jiang hong additional information e2 - healthcare professional - yes additional information e3 - occupation - physician.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2021. During interrogation of the implantable cardioverter defibrillator (ICD), it was noted that the ICD was in backup vvi mode. The physician explanted and replaced the ICD on (B)(6)2021. The patient was in stable condition.